Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not able to turn on. The fse examined the system and determined that shunt trip in the exam room was hit by a body board due to which 480vac breaker got tripped. As a part of repair activity, the fse reset the shunt trip and rebooted the system. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system could not be turned on. The device was not in clinical use. Philips has started an investigation of the complaint.